Manufacturer narrative:
The device is not returned; therefore, a failure analysis of the complaint device cannot be completed. A review of the device record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from a patient's left eye because patient is bothered by loss of contrast and poor visual acuity quality. Pl-0.50x30 20/20. Pre-op visual acuity: 20-30 -1. The patient was adament about removing the lens, very poor vision for distance. The incision was enlarged; however, no other surgical interventions were required. The explanted iol was replaced with a non-johnson and johnson iol. Post-explant post-op visual acuity: 20/20. No other information was provided.

Manufacturer narrative:
D9. Device available for evaluation? Yes. Returned to manufacturer on: sep. 19, 2022. Section h3. Device evaluated manufacturer? Yes. Device evaluation: the complaint lens was received with a cut on the optic body, which is consistent with a lens that was handled during explant. No further defects that could contribute to visual issues were observed. Based on the return condition of the lens no further product evaluation could be performed. The complaint issues ¿hm-visual disturbance¿ and ¿hm-sub-optimal results¿ were not confirmed. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Conclusion: as a result of the investigation there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.